Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed, and no data was found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised that < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100 s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the airseal ifs, 120v device, was being used during a laparoscopic gastrectomy procedure on an unknown date when it was reported, ¿the airseal shut down twice.¿. Further assessment found that the pneumoperitoneum appears to have been rapidly lost. The patient was reported to have no injury and the current status of the patient was reported as "unknown"." There were no alarms or notifications during this event. It is also unknown if instruments were inserted or removed from the patient during this event. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the airseal ifs, 120v device, was being used during a laparoscopic gastrectomy procedure on an unknown date when it was reported, ¿the airseal shut down twice.¿. Further assessment found that the pneumoperitoneum appears to have been rapidly lost. The patient was reported to have no injury and the current status of the patient was reported as "unknown"." There were no alarms or notifications during this event. It is also unknown if instruments were inserted or removed from the patient during this event. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.